Manufacturer narrative:
(B)(4). Device evaluation anticipated as the suspect gde was received, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while using the avea ventilator, it is alarming high fraction of inspired oxygen (fio2). The customer replaced the oxygen cell and performed calibrations but the issue was not resolved. The customer purchased a gas delivery engine (gde) to install into the device in order to resolve the reported issue. It is currently unknown if there was any patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The initial reported issue was not duplicated in the laboratory setting. During the investigation the failure analysis lab was able to find the fio2 was reading low, and corrected the issue by replacing the o2 blender.